Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis revealed normal battery depletion and the device meets 80% of expected longevity.

Event description:
It was reported that there was early battery depletion. The device was removed and replaced. It was also reported that the right ventricular (rv) lead may have been fractured. The patient complained of a beeping noise and the lead showed an impedance spike and oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.